Manufacturer narrative:
Device not returned for eval. Internal investigation in progress, but not yet complete.

Event description:
It was reported that, pt had 1st mpj arthrodesis performed on (B)(6) 2011 with 4.0 cannulated screw and variax locking plates and screws. The doctor removed all hardware on (B)(6) 2012 as the plate cracked and the screw snapped. There was an add'l 2.0 screw removed from a previous surgery. The doctor mentioned that the surrounding tissue and bone had a dark pigment to it. He debrided and washed out the joint preparing it for an external fixator and bone graft.